Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds) and a watchman access system (was). After the transeptal puncture (tsp) was completed and the was was advanced into the left atrium a thrombus was observed in the right atrium on a pacemaker lead. Heparin was administered prior to and following the tsp. Apixaban was administered peri procedure. The closure device was placed and during removal of the was an unsuccessful attempt was made to aspirate the thrombus. The thrombus was no longer visible post procedurally. No patient complications were reported and clopidogrel was prescribed upon patient discharge.